Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015 the pulse generator exhibited multiple noise reversion episodes. The noise could be reproduced with pocket manipulation and arm movement. The device also exhibited intermittent post-sensed t wave oversensing. On (B)(6) 2015 the device was explanted and replaced. No patient symptoms were reported. No additional information was available at this time..